Event description:
Clinical study-it was reported that 20 months after a coronary artery drug eluting stenting procedure the patient expired. The lesion being treated in the index procedure was a 3.5mm, 20mm, 99% stenosed portion of a saphenous vein graft located in the distal right coronary artery (dist rca). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 3.50x28mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged 2 days later on plavix and aspirin. 20 months after the initial procedure the patient expired. There was no autopsy. In the opinion of the physician the cause of death was cardiac arrest and the relationship to the taxus stent is unknown.